Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer stated that the button error started yesterday when he was at a picnic. Customer advised that he was not sure if the pump got wet or not. Customer stated that he had a button error on the same pump a year ago and he remembers that it had gotten wet from being stuck in a rain storm. Insulin pump will need to be replaced. Customer also stated that he had issues with the act button responding and it started about a month ago. Customer declined to return his pump and that he is going to try to get it to work. Customer was advised that we do not recommend that he continue to use the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.